Event description:
The customer reported that during a diagnostic procedure they had issues with their evis exera iii video system center. No patient harm or injury occurred due to this malfunction. This is related to complaint identifier (B)(4).

Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the customer reported that they had image issues where the image would go out and received an e402 df not connected error message. Tac provided troubleshooting steps to adjust the settings in the evis exera iii video system center (cv-190) to prevent the e402 df not connected error message which resoled this issue. The customer resolved the image issues by replacing the maj-1430. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. There is no abnormality in the device. It was determined that the video scope cable maj-1430 that connects the cv-190 and the scope caused the image to be cut off. The instructions for use (IFU) provides the following guidelines: "do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur."